Manufacturer narrative:
Damaged firing mechanism.

Event description:
It was reported that prior to a lap sigmoid procedure, the device did not fire. Another like device was used to complete the case. There was no patient consequence.